Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No problem was found with the pump. It is apparent the automated impella controller was the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient paced on the imeplla cp and extra corporeal membrane oxygenation (ECMO). After fourteen days of support. The pump lost placement signal. Impella p-level dropped to p-3 and ECMO flows increased. Care was withdrawn, and the patient was put on comfort care. The patient eventually expired.